Event description:
Per the clinic, the patient experienced tinnitus with and without device use. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
This report is filed (B)(4) 2012.